Event description:
The customer reported that the patient underwent revision of an exeter stem. The procedure was carried out to revise a competitor acetabular cup. The exeter stem was removed to provide access. Updated information provided by the clinical research associate has confirmed that the procedure was carried out to revise a stryker acetabular cup, not a competitor cup.

Manufacturer narrative:
An event regarding revision involving an exeter acetabular cup was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation was not performed as the devices were not returned for evaluation. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: not performed as the device details were not reported. -complaint history review: not performed as the device details were not reported. Conclusions the exact cause of this event could not be determined based on the information available. Further information such as x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the patient underwent revision of an exeter stem. The procedure was carried out to revise a competitor acetabular cup. The exeter stem was removed to provide access. Updated information provided by the clinical research associate has confirmed that the procedure was carried out to revise a stryker acetabular cup, not a competitor cup.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown acetabular cup. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.